Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2024 placement of a balloon in the operating room, but the foley catheter fell out during the procedure, so they checked and found that the balloon was leaking out.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected catheter, no physical defects present. Inflated the balloon with returned syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Balloon concentricity was evidenced to be 80:20. Balloon deflated passively with the returned syringe in under 5 minutes: 3 minutes and 17 seconds. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a DHR review was not required, however it was completed before the sample evaluation was performed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 11jun2024 during placement of balloon in the operating room, the foley catheter fell out during the procedure. Upon checking it was found that the balloon was leaking out. Per notification from investigator on 27sep2024, asymmetrical balloon was found during evaluation.